Manufacturer narrative:
Correction: please disregard this report as it was reported in error. Event was previously reported under report #1038671-2021-00741.

Manufacturer narrative:
D10: 4312114 02-012-44-4009 - logic tibia implant psc insert, sz 4, 9mm, 5671484 02-012-45-4040 - lgc tibial fit tray cem sz 4f/4t, 4784011 200-02-35 - three peg patella 35mm, 315620 203-96-01 - saw blade new stryk .050 - 11-2222, 264318 203-96-03 - saw blade new stryker .050 - 11-2216. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2021-00741. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 30 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, chronic progressive pain, increasing ongoing swelling, frequent clicking and grinding, occasional locking and giving out of the knee, worsening pain with activity, twisting or changing direction, arising from a sitting to standing position, and going up or down the stairs, difficulty walking and bending, and increasing difficulty performing activities of daily living. No additional information is available.